Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2020-01-08 08:43:36 cst pli# 10 product ID# 37712 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. Analysis of the ins ((B)(4)) found that the battery had reduced capacity following an overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient's battery was replaced due to battery depletion. This was a suspected device failure or malfunction. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2019-aug-14 reporting that the battery depletion was first noticed on (B)(6) 2019 when it was found that the battery would no longer maintain a charge. The cause was reported to be that the device had been in use for 9 years. Additional information was received from the consumer on (B)(6) 2019 noting that they first noticed the issue around (B)(6) 2019. The battery depleted, took 7 hours to charge, and then did not charge at all after it had been working for 9 years. No further complications were reported.